Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0083 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (asdys0083) have been reported from the same facility.

Event description:
It was reported "the safestep 22g ½¿¿ needle with lot #asdys0083 when attached to a microclave and tightened, still remains easy to remove and the bottom thread is slightly exposed. We even obtained another 22g ½¿¿ safestep needle with a different lot # ascys0257, and this needle with the microclave can tighten firmer than the previous mentioned with no exposed threads." It was stated this occurred with four devices. This report addresses the fourth device.

Event description:
It was reported "the safestep 22g ½¿¿ needle with lot #asdys0083 when attached to a microclave and tightened, still remains easy to remove and the bottom thread is slightly exposed. We even obtained another 22g ½¿¿ safestep needle with a different lot # ascys0257, and this needle with the microclave can tighten firmer than the previous mentioned with no exposed threads." It was stated this occurred with four devices. This report addresses the fourth device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to securely connect connector to luer adaptor unconfirmed as the problem could not be reproduced. One opened and 57 sealed 22 ga x 0.5 in safestep infusion sets from lot: asdys0083 were returned for evaluation. One additional opened 22 ga x 0.5 in safestep infusion set from lot: ascys0257. The two opened samples from each lot were returned with an infusion cap attached.an iso compliant luer taper guage was used to test the luer tapers of the hubs of the two opened samples and 10 sealed lot samples. All of the hub luer tapers inspected were found to be within manufacturing specification. The infusion cap connectors were attached to the samples. The connector appeared to have a tight fight and did not loosen when manipulated. The infusion cap connectors were able to be removed without any apparent issues. The luer threads were observed to be visible on the infusion sets from lot: asdys0083 with the connectors tightened securely. Microscopic observation of the luer hub threads from lot: asdys0083 revealed them to extend further than the luer hub threads from lot: ascys0257; however, no apparent issues with the thread angles were observed. The tested samples were infused and pressurized with water using a 12 ml syringe and no leaks were observed. The luer thread length did not appear to cause any apparent issues when securing connector attachments. Since no apparent issues with attachment or securement of the connectors were observed during functional testing of the device, the complaint could not be confirmed. A lot history review (lhr) of asdys0083 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (asdys0083) have been reported from the same facility.